Event description:
It was reported that there were upstream occlusion issues and a error code 41622. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. No previous service history. Review of the event history log found error code 41622. The error was reset. The reported issue was confirmed during pci upstream occlusion test where the sensor indicated an occlusion when there was none. The root cause of the problem was the upstream occlusion (uso) alarm activated constantly. The upstream occlusion sensor and seal were replaced to solve the issue. The downstream occlusion (dso) and uso sensors were calibrated. A performance verification testing (pvt) was performed, and the device passed all test criteria. Software was updated and the device was reset to standard configuration.